Event description:
Pt was treated with a reusable applicator. User suspected forward advancement of the applicator and aborted the treatment. Laparoscopy confirmed uterine perforation and injury to bowel. Corrective surgery performed.

Manufacturer narrative:
The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present.